Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion (dso) seal. A review of the event history log (ehl) showed error code 46876. Functional testing was performed. The cause of the reported issue, regarding the battery compartment damage, was confirmed via observation of a cracked battery compartment. The error code was cleared and it did not recur during testing. The dso seal was replaced. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the battery compartment was damaged. During physical inspection, it was found that there was a delaminated downstream occlusion seal. There was no patient involvement, no patient injury was reported.